Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: discoloration of electrical contacts, free lock lever corrosion and scope mount corrosion. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had cracked at the connecting section with the elite main body. The issue occurred during reprocessing. The intended procedure was a therapeutic tur-bt which was completed using another device with no surgical delay. The subject device was being used with a video processor and rigid scope. There was no patient impact, no harm reported due to the event.

Event description:
It was reported the subject device had cracked at the connecting section with the elite main body. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
E1: address: customer facility/hospital name- (B)(6) hospital. The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.